Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep saw an oor message. The stimulation was still on, but output may be slightly lower than programmed. A fall could have contributed to the issue. The patient was programmed at 9 volts. The rep noted that all impedances were under 1000 and none were out of range. The issue was resolved by lowering the amplitude. The amplitude had been increased due to inflammation from the fall. The settings were decreased and the issue was resolved. No further complications were reported or anticipated.